Event description:
Device malfunction: partial deployment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure the xceed stent would not deploy in the target lesion. The stent delivery system was removed without incident and no further device issues were described. During device eval on 2/7/2008, a partial stent deployment was noted. The report source was contacted again and additional info received indicated that a partial stent deployment occurred in the pt's anatomy during the procedure. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found the stent in a partially deployed condition. No damage to the device's handle was detected. The catheter was severely kinked distal of the handle's strain relief with the outer retractable sheath and inner metal I-beam broken from the proximal end of the catheter. The catheter was held to the handle by an intact inner flexible plastic lumen. No stent damage was detected. Lab testing of the deployment knob was acceptable. There was a complete rotational capability, both in the proximal and distal directions. No mfg issues were detected. A root cause for the partially deployed stent could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.